Event description:
It was reported that patient presented in operating room for rf ablation. Telemetry was lost during case. Afterwards, diagnostic anomaly of low battery measurement and longevity estimate were noted. Rep re-measured the battery several times. Daily battery measurement trend showed steady with a sudden drop. It was noted that the patient received a shock the night before the ablation procedure. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.